Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: a visual and microscopic analysis was performed which identified: crease sharp opening, crease smooth opening, calcification (2% approximately), observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening. An opening crease smooth on anterior due to fold flaw opening.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.